Manufacturer narrative:
The device was returned for analysis. The separation of the foot was confirmed. The retraction problem and irregular feel could not be confirmed due to the return condition of the device. Lot history records (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulties cannot be determined. The subsequent treatments appear to be related to procedure circumstance. In this case, it is possible the posterior needle tip likely deflected by calcium into the foot preventing the plunger from being fully depressed. There also was likely a partial needle to cuff attachment. The forcing of the plunger in this position causes the needle shanks to bend which when stress relieved caused the plunger to bounce back. This also likely caused the foot to snap back from the needle pressure causing the separation of the foot and the needle tip. When the plunger was pulled a separation of the link would occur as the foot would be attached to the opposite end of the link. However, these cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: analysis of the returned device found the distal end of the posterior needle tip separated and not returned with the prostyle device. Additionally, the posterior cuff was not returned with the link separated 4 mm from the swage end of the anterior cuff. The location of the separated pieces is unknown; however, it was previously confirmed that nothing remained in the patient. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after a peripheral intervention procedure with a 6f sheath. Reportedly, upon deploying the plunger, the physician felt the device "kick back" despite no resistance with depressing the plunger. After pressing the plunger there was difficulty with plunger retraction. The foot was closed, and the device was removed. Upon device removal, it was noted that a portion of the foot was separated. Hemostats were used to retrieve the separated piece of the foot. Nothing was left behind in the patient. A covered stent was used used to close the hole [achieve hemostasis]. A soft manual compression was also applied to treat any blood oozing of the tissue tract. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.